Event description:
The customer received questionable ion selective electrode (ise) results for an unknown number of patient samples and provided sodium results for two patient samples. The repeat testing was performed on cobas c501 analyzer serial number (B)(4). Patient sample 1 initial result was 127 mmol/l with a data flag and the repeat result was 137 mmol/l. Patient sample 2 initial result was 129 mmol/l with a data flag and the repeat result was 137 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The sodium electrode lot number and expiration date was not provided. The field service representative could not find a cause. He checked the system for proper operation and no problems were found. The customer ran calibrations and controls with all results within control limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the limited information provided by the customer.